Event description:
Two end users states increase in high potassium level results, as well as liver function and glucose results. One end user reports that no squeeze ball or clinching fist is used; or the tourniquet not being left on more than 1 minute.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). No samples were received for evaluation. Please advise the customer that we must have samples returned for quality assurance so that a proper investigation may be conducted. Should the customer encounter any issues in the future, please advise them to save the samples for investigative purposes. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. The complaint cannot be determined. Correction/additional data: h6: health effect code, component code, type of investigation code, investigatio finding code, investigation conclusion; h11: manufacturer narrative.